Manufacturer narrative:
Device identifier: (B)(6). Implantation date added and additional clinical code e : sleep dysfunction.

Manufacturer narrative:
After additional information review, it was reported that the patient is a 61-year-old post-menopausal female with a body mass index of 25 and 150 pounds, and with heterogeneously dense breasts. On (B)(6)2018 the patient underwent breast ultrasound and mammography. The imaging was inconclusive and "probably benign." Breast MRI, (B)(6)2018, noted an irregular area in the right breast (1.5x1cm). She then underwent MRI guided biopsy on (B)(6)2018, which demonstrated: ductal invasive carcinoma, stage 1a, t1b, pn0, m0, g1, ER/pr+, her-2/neu-, with negative genetic markers. Family history: father-brain tumor, sister-lung cancer. Past medical history: high cholesterol, melanoma on jaw (B)(6)2017, s/p mammary duct removal (not clear which breast) in 2012, postmenopausal, hysterectomy 1997, allergies to bees, benadryl, levaquin and steroids. On (B)(6)2019, (operative report not included in available medical records) the patient underwent right breast lumpectomy with sentinel node dissection, biozorb placement and intraoperative radiation therapy. No additional information on the biozorb device in the available medical records pathology revealed; invasive ductal carcinoma (1cm) with minor intraductal component with 4 negative sentinel lymph nodes. No lympho-vascular invasion. Stage t1bn0. The patient had an uneventful immediate post operative course. The patient was started on anastrozole (started (B)(6)2019, this was discontinued on (B)(6)2019 for toxicity (visual changes, hoarseness, brain fog). Exemestane started (B)(6)2019 but stopped (B)(6)2019. Tamoxifen started (B)(6)2019, dose was decreased due to adverse effects. Later changed to anastrozole which she later discontinued. At a visit with the medical oncologist (B)(6) 2019, approximately 3 months post op, the patient had no breast related complaints. She reported fatigue and the clinician ascribed this to the anastrozole. At a follow up visit with medical oncologist in (B)(6) 2019, 8 months post op, had no breast related complaints and continued fatigue attributed to endocrine therapy. MRI in (B)(6) 2019, almost 1 year post op, found "asymmetric non-mass enhancement in the central/retroareolar right breast which likely represents post-lumpectomy changes and is probably benign. At a tele-visit on (B)(6) 2020, she reported "some breast discomfort" and continued sleep disorder. Mammogram on (B)(6) 2020, approximately 1.5 years post op, revealed a focal asymmetry in the right breast with associated surgical clips, ¿probably benign.¿ a phone visit with the radiation oncologist, in (B)(6) 2020, noted intermittent chest pain in the right chest wall over the ¿last few months¿ possibly due to ¿chest wall arthritis.¿ the clinician reported no evidence of significant radiation toxicity and recommended ibuprofen if the pain returned. Medical oncology visit, on (B)(6) 2020, over 1.5 years post op, the patient reported breast pain without masses and continued sleep difficulty, exam was unremarkable. No treatment for breast pain was noted. The patient had a chest x-ray on (B)(6) 2021, with an indication of: ¿chest pain, preoperative evaluation prior to coronary angiogram.¿ the x-ray was unremarkable with surgical clips noted in right breast and axilla. The patient had an angiogram on (B)(6) 2021, and a few days later, the patient went to the emergency department for arm pain. Upper extremity ultrasound was negative for deep vein thrombosis however arterial ultrasound revealed absent vascular flow/occlusion of the right (ipsilateral) radial artery from the level of the elbow extending to the level of the wrist. She was started on eliquis. At a visit with medical oncologist, on (B)(6) 2021, 2 years post op, she continued to report breast pain without other breast related symptoms. On (B)(6) 2021, she had a mammogram for a palpable mass on the right for 2 weeks, results were unremarkable: post-surgical changes and fat necrosis with no significant changes from previous exams. At the visit with medical oncologist, on (B)(6) 2021, 2.5 years post op, she continued to report breast pain without other breast related symptoms. Radiation oncology note of (B)(6) 2021, indicates patient reported ¿right breast discomfort¿ that was felt to be related to her biozorb. The breast exam at this visit found no suspicious masses or lesions in breasts with mild tenderness around the right nipple. No treatment for the pain is noted. Indication for mammogram on (B)(6) 2021, notes ¿symptomatic pain¿ and ¿symptomatic palpable.¿ results were consistent with previous exams. At the visit with medical oncologist, on (B)(6) 2022, 3 years post op, she continued to report breast pain without other breast related symptoms. At the visit with medical oncologist, on (B)(6) 2022, and radiation oncologist, on (B)(6) 2022, 3.5 years post op, she did not report breast pain or other breast related symptoms, breast exam was unremarkable. Mammogram on (B)(6) 2022, noted ¿no mammographic abnormality to explain the patient's breast pain,¿ with a ¿developing asymmetry¿ in the right breast adjacent to lumpectomy site. An MRI was recommended and found to be ¿suspicious of malignancy 1.3 x 0.3 x 1.0 cm span of non-mass enhancement in the upper central posterior right breast correlates with mammographic asymmetry.¿ biopsy was recommended. Biopsy on (B)(6) 2022, found ¿pathology results demonstrate abundant foamy histiocytes, scattered chronic inflammation and multinucleated giant cells containing non-refractile proteinaceous material.¿ in (B)(6) 2022, 3.5 years post-surgery, patient began physical therapy (pt) for ¿chronic pain and tenderness right lateral breast. Difficulty lying on her side, wearing a bra and tenderness with pressure on the right.¿ at pt visit on (B)(6) 2022, patient reported ¿major change in breast pain since first session. Reports compression and massage helped reduce her pain to near nothing and is able to lie on her side and sleep without pain.¿ however, at the visit, on (B)(6) 2023, pain had returned. Visit with medical oncologist, on (B)(6) 2023, notes no breast related complaints. Pt visit, on (B)(6) 2023, notes ¿chronic pain has reduced and is able to sleep on her side...nipple remains tender¿.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received a biozorb marker on (B)(6) 2019 the patient reported that she suffers from swelling and pain that affects her daily life and having trouble sleeping. No additional information was provided.